Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead had perforated at the apex of the heart which resulted to pericardial tamponade. Pericardiocentesis was performed by the physician. This rv lead was repositioned effectively and remains in service. The patient was stable and no adverse patient effects were reported. Additional information received that after the rv lead was repositioned successfully due to perforation, this rv lead exhibited high pacing threshold measurements. This rv lead was then again repositioned and the high pacing threshold measurements were resolved after. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.